Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient started her trial on (B)(6) 2020. Patient stated that on (B)(6) 2020 she bent over and reached to get something and when she did, she received a strong shock down her right leg. This shock caused her to lose her balance and fall over backwards, landing on her buttocks, rolling onto her back and hitting her head on the ground. Patient stated that she turned scs off for a while, following this event but eventually turned it back on. When she turned stimulation back on, the stimulation was felt to be the same as it had been prior to the event. Patient reported that she had not had any further instances of this issue. Impedances were all within normal limits. Patient reported that ld stimulation was as it was prior to the event. Patient advised to contact her hcp about pain symptoms from the fall. Patient educated to turn stimulation intensity to a comfortable level and was re-educated about positional change. Patient reported that she was very sore in her mid-back/ rib area following the fall and the knot on the back of her head hurts to touch but has had further instances of a shocking sensation. Additional information was received from the rep who reported that no medical conclusion had been shared with the rep. Rep was not aware of shocking instances. Additional information was received from the rep. It was reported that the patient was admitted to hospital due to symptoms/ injuries incurred in fall on (B)(6) 2020.